Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements of 161 ohms. The leads and non-boston scientific device remain in service. No adverse patient effects were reported.